Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed as follows; the adhesive of bending section rubber was detached, chipped, cracked, or had a burr. The part of the light guide connector was loose or detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After the user facility dispatches the subject device to olympus (B)(4) for repair of the control section, olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using a non-olympus disinfectant solution (B)(4). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2020]: micrococcus luteus (1cfu/ml) and paenibacillus pabuli (4cfu/ml). [Second time: (B)(6) 2020]: micrococcus luteus (1cfu/ml) and bacillus idriensis (1cfu/ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.